Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly, the customer smelled burning during the time of the temperature alarm. Reportedly, the pump got wet. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 182 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.